Event description:
The customer reported that when an attempt is made to secure the enclosure shut the teeth will not align. The customer stated it during use with a patient but couldn't provide the date when it was found. There was no patient incident or injury that occurred.

Manufacturer narrative:
Evaluation, results: (other) - evaluation of the returned product confirmed the reported issue. The panel side a patient access window zipper slider body is open, which is evident by the zipper teeth separating when zipper is closed. Panel side a on the top rail vinyl has 3 three inch cuts. Panel side b patient access window zipper pull tab is missing. Window side b patient access window netting has a one inch tear. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).